Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the unit would not turn on due to g1 board failure. In addition, it was noted, there was burn-in due to the lcd panel deterioration, a screen scratch on the lower left, (line scratch of about 10 cm), discoloration due to deterioration of the rear panel and rear panel damage (cracking). The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, during inspection for use in an unknown procedure the high definition lcd monitor did not turn on. The procedure was completed without delay. There was no patient harm associated with this event.